Event description:
It was reported that the customer had delivery issues. It was stated that while the customer was at the school he gave himself a meal bolus of 3.5 units, but the insulin pump kept counting all the way to 6.5 units, at which point the customer got scared and removed the battery. Then the customer put the battery right back in and got a battery alarm. The bolus history was reviewed, but she could not see the lunch bolus that he was given. Instructed to insert a new battery in order to troubleshoot the device, but the mother does not feel comfortable with the device and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.